Manufacturer narrative:
\ No devices or photos were received; therefore the condition of the components is unknown. As the part and lot numbers are unknown, a product history search could not be performed and compatibility could not be verified. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/26454570. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that six patients had a partial radiolucent line around the tibial component.